Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the reported bowel burn experienced by the patient. Isi attempted to obtain additional information regarding the reported event; however, as of the date of this report no additional information has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: a surgeon observed a bowel burn during a da vinci myomectomy procedure. At this time, it is unknown what caused or contributed to the bowel burn and if the reported instrument was involved. There was no allegation of a malfunction of a da vinci system, instrument, or accessory.

Event description:
On (B)(6) 2013, an intuitive surgical, inc. (Isi) sales representative reported a surgeon who observed a bowel burn during the end of a da vinci myomectomy procedure. There were no reports of any arcing events and there was no allegation of any malfunction of the da vinci system and/or instruments and accessories. It is unknown what events led to the bowel burn and if the patient received any medical intervention to repair the bowel burn. Isi contacted the initial reporter of this complaint and the site's risk management group to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.